Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the clinical engineering reported only that it burned the patient but did not provide more details. The equipment was tested and presented no problems.